Manufacturer narrative:
Additional information was received that this lead was surgically abandoned. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that one day post implant this left ventricular (lv) lead was exhibiting increased pacing threshold measurements. The local area field representative reported the patient had small venous anatomy and a lead dislodgement was suspected. The physician was going to continue monitoring the situation and evaluate at the patient's next office visit. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and non is available at this time. Our records indicate this lead remains in service. Should additional information become available this report will be updated.